Event description:
The report received from the affiliate indicated that approximately eighteen (18) months after the index procedure, the patient complained of chest pain and was hospitalized. There was no ECG or cardiac enzyme abnormality observed/reported. Two (2) days after the hospital admission, coronary angiography was done. A 100% restenosis was observed inside the two (2) previously implanted cypher stents. The lesion was reported to be diffuse and the stents appeared to be fractured. The target lesion was the mid/distal right coronary artery (rca). No treatment was conducted. A 100% restenosis of a previously implanted multilink bare metal stent (bms) implanted in the mid left anterior descending (lad) coronary artery target lesion was also observed. No details or date of this procedure were available. The mid lad restenosis was treated by implantation of a duraflex bms inside the previously implanted (restenosed) stent. Again, there was no treatment conducted for the cypher stents. The patient was reported to be in stable condition and was hospitalized at the division of hematology due to leukemia.

Manufacturer narrative:
The index procedure was an elective case. The target lesion for the procedure was the mid/distal right coronary artery (rca). The lesion was reported to be: de novo, concentric, 36mm in length, vessel diameter of 2.3-2.8mm, and type c. The lesion was pre-dilated with a 1.5x15mm balloon at 16 atm for 20 sec. A cypher 2.5x18mm stent (stent #1) was implanted at 20 atm for 30 sec. An additional cypher 2.5x23mm stent (stent#2) was implanted at 22 atm for 30 sec in overlapping fashion. It is not known which stent was implanted proximally. The stents were post-dilated with a 2.5x30mm balloon at 20 atm for 30 sec. The flow pre-procedure was timi 2 and post-procedure timi 3. Ivus was done. The residual stenosis was 0%. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2007-00824 and #9616099-2007-00825.